Event description:
It was reported to philips that there was a printer issue with the device only printing one page out of two pages of ECG lead analysis. There was no reported patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.